Event description:
No further event details available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (item # tsvwb8) was received for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. There was no device malfunction found during the evaluation. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report. Device expiration. UDI number is n/a. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (tsvwb8) had to be removed due to bone loss. The patient also experienced pain.